Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The product was broken where the feet of the box meet the femur and the feet were completely broken off.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. The investigation could not draw any conclusions about the root cause of the breakage. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. Based on the inability to conclusively identify a root cause, no corrective action is being taken. Monitor complaints through (B)(4) . Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.